Event description:
It was reported that the customer was having high blood glucose for the past week prior to call. Customer mentioned she recently had a procedure to remove a blood clot, had an infection after that, and her blood glucose had been up to 800 mg/dl at that time. Customer treated with pen for high blood glucose. Customer's blood glucose at time of call was 332 mg/dl. Advised to change the entire set, reservoir, and insulin and treat per health care professional's instructions. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.